Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported the removal of a dental implant during its installation surgery due to lack of primary stability. This happened in consequence of perforation of the sine membrane. The implant was not replaced.